Event description:
It is reported that the 12mm broach sat slightly proud compared to the neck cut. However, when the hip was trialed, the hip was noted to be very stable.

Manufacturer narrative:
The item was not returned for review. In the tm primary stem surgical tech intramedullary reaming takes place prior to femoral rasping. Rasping should begin at least three sizes smaller when implanting a size 12 stem, and the rasp should advance with each blow of the mallet. Surgical technique also states, "before using the next size rasp, be sure that the opening is large enough. If it is not, use the box osteotome again." It is unk if the prior size rasp sat more than 5mm below the resection line; if it had countersunk at least 5mm, then the size 12 rasp should not have been used. With the info provided. Cause cannot be definitively determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.